Event description:
It was reported that during a cranioplasty procedure, six of the screws fractured in half. There was a slight delay in surgery and it is unknown if the screw tips remained in the patient. There were no reports of adverse consequences.

Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received, it will be reported on a supplemental report.